Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  when they would go to adjust their settings, they though it was working for them but then they would go back into their settings later and the stimulation would be an entirely different number than what they set it at. The patient denied that anyone else had changed it. The patient stated that the issue had been happening off and on and that they'd been dealing with it but decided to call today, because with the a10e, they've had several issues with it hitting a "peaking point," when they adjusted the stimulation, that it wouldn't adjust right, like the stimulation was too high or too low that they couldn't get their settings right. The patient stated recently it had been causing them a lot of issues and there were times when they'd be laying down and it would feel like the stimulation was low. The patient stated when that happened, the stimulation wasn't actually lower number-wise when they checked it, but if they increased the stimulation at that point, their symptoms did better. Other times, the patient reported the stimulation would be perfect for them one minute but then it would be too high and they'd have to go back into their settings and bring it back down. The patient stated sometimes the stimulation would move higher and they'd get a pinching sensation and that they'd go back in and adjust it and it would level out. The patient stated when they went to the bathroom they weren't voiding properly, that they'd have dribbles, and that they had to alternate between 4 different programs to maintain efficacy. The patient stated they also had issues with their symptoms depending on the weather but they didn't know if these issues were due to the weather. The patient stated that despite this, they considered they were getting a50% or greater reduction in their symptoms with the therapy and that they thought their issue/fight was with the a10e.  Patient services explained the purpose of the external device with the patient and recommended that the patient discuss their medical concerns with their managing health care provider (hcp) but also advised that the j3 was no longer sent out to patients and that even if their handset was replaced, the patient would receive an a10e handset. Patient services reviewed that stimulation sensation could change positionally however it would be unexpected for the therapy settings to change on their own and offered to troubleshoot with the patient and check their settings on the call. Patient services also recommended that the patient keep a record of their settings to make sure they weren't being changed however the patient got escalated and stated they didn't think it would be so difficult, that they didn't want to spend their entire day on the phone and that they'd talk to their managing health care provider (hcp) and the hcp could determine if they needed a new programmer. The patient refused to give the name of their hcp and disconnected the call so patient services was unable to ask any further clarifying questions surrounding the issue.